Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), metrorrhagia ("metorrhagia (bleeding b/w periods"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and fatigue ("fatigue,") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation,). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal discharge, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue, hormone level abnormal, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, metrorrhagia (bleeding b/w periods), general. Abnormal. Bleeding, bladder/urinary problems: bladder problems, vaginal infection,, vaginal discharge. Planning for essure removal - yes. Reason(s) for removal: bleeding and pain. She received treatment for psychological injury: no. Discrepancy related to date of insertion as per current pfs (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: new pfs and mr received- new events added: ablation, abnormal bleeding (vaginal, menorrhagia).lab data and reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test: no". The patient's concurrent conditions included: morbid obesity. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), metrorrhagia ("metorrhagia (bleeding b/w periods"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). And weight increased ("weight gain"). The patient was treated with surgery (ablation,). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal discharge, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue, hormone level abnormal, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, metrorrhagia (bleeding b/w periods), general abnormal bleeding, bladder/urinary problems: bladder problems, vaginal infection, vaginal discharge. Planning for essure removal: yes. Reason(s) for removal: bleeding and pain. She received treatment for psychological injury: no. Discrepancy related to date of insertion as per current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2010, result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019, new pfs and mr received: new events added: ablation, abnormal bleeding (vaginal, menorrhagia). Lab data and reporters information was added. On (B)(6) 2020, pfs received: essure insertion date were updated, updated entry under reporter causality comment field. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included morbid obesity. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), metrorrhagia ("metorrhagia (bleeding b/w periods"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and fatigue ("fatigue,") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation,). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal discharge, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue, hormone level abnormal, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, metrorrhagia (bleeding b/w periods),general. Abnormal. Bleeding, bladder/urinary problems: bladder problems, vaginal infection,, vaginal discharge. Planning for essure removal - yes reason(s) for removal: bleeding and pain she received treatment for psychological injury: no discrepancy related to date of insertion as per current pfs (B)(6) 2010, (B)(6) 2010. Discrepancy related to date of insertion as per current pif (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no." The patient's concurrent conditions included morbid obesity. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), metrorrhagia ("metorrhagia (bleeding b/w periods"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and fatigue ("fatigue,") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation,). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal discharge, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue, hormone level abnormal, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, metrorrhagia (bleeding b/w periods),general. Abnormal. Bleeding, bladder/urinary problems: bladder problems, vaginal infection,, vaginal discharge. Planning for essure removal - yes reason(s) for removal: bleeding and pain she received treatment for psychological injury: no. Discrepancy related to date of insertion as per current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: new pfs and mr received- new events added: ablation, abnormal bleeding (vaginal, menorrhagia).lab data and reporters information was added. On (B)(6) 2020: pfs received: essure insertion date were updated, updated entry under reporter causality comment field. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included morbid obesity. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), metrorrhagia ("metorrhagia (bleeding b/w periods"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and fatigue ("fatigue,") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation,). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal discharge, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue, hormone level abnormal, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, metrorrhagia (bleeding b/w periods),general. Abnormal. Bleeding, bladder/urinary problems: bladder problems, vaginal infection,, vaginal discharge. Planning for essure removal - yes reason(s) for removal: bleeding and pain she received treatment for psychological injury: no discrepancy related to date of insertion as per current pfs (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: new pfs and mr received- new events added: ablation, abnormal bleeding (vaginal, menorrhagia).lab data and reporters information was added. On 1-apr-2020: pfs received: essure insertion date were updated, updated entry under reporter causality comment field. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.